Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button was missing. The reporter stated that all of the keypad buttons were sticking and intermittently unresponsive. The reporter stated that the bottom of the keypad was peeling. The patient denied trauma to the pump. The tactile changes occurred prior to response issue. The patient reportedly wore the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013-device evaluation: the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings: evaluation revealed that the keypad cover was torn off across the ok button, exposing the contact. The keypad was also found to be worn. Evaluation revealed that all of the buttons were intermittently unresponsive and required multiple presses to elicit a response. Evaluation revealed that there was contamination found under all key contacts. Unrelated to the complaint, the lens was scratched.